Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the front panel membrane. The front panel membrane was replaced to resolve the malfunction. It is important to mention that reports of this kind do not meet our guidelines for reportability and the submission of a medwatch report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, nibp would not function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.